Manufacturer narrative:
The serial number was originally reported as unknown, but through stryker's investigation, the serial number for this table was found to be (B)(4).

Event description:
It was reported the table allegedly would tilt without indicating to do so. There was no patient involvement, no injuries and no adverse consequences reported.

Manufacturer narrative:
It was reported the table allegedly would tilt without indicating to do so. The styker field service technician performed mechanical testing and confirmed found the table to be working within specification. There was no patient involvement, no injuries and no adverse consequences reported.

Event description:
It was reported the table allegedly would tilt without indicating to do so. There was no patient involvement, no injuries and no adverse consequences reported.